Event description:
It was reported that two years following a coronary drug eluting stenting treatment procedure there was a thrombosis. The patient had a taxus express2 drug eluting stent emergently implanted two years ago at another facility. It is unk what size stent was implanted. Two years later the patient presented with acute myocardial infarction and thrombosis was found. "Plavix stopped a few months prior." A 3.75x15mm non-boston scientiific (bsc) balloon was used and a 3.5x23mm non-bsc stent was implanted. The patient is "doing well." Additional information was requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.